Manufacturer narrative:
This report is being submitted as follow up no.1 to update the concomitant medical products and to provide the completed investigation results. One 6fr angio-seal evolution was received for product evaluation. The hemostasis sheath was returned mated with the handle/carrier tube assembly. The tamper tube and suture was returned as well. Visual inspection revealed the evolution device handle was found to be mated with the hemostasis sheath. The deployment sleeve of the device was in full rear lock position with color bands fully exposed. The tamper tube and suture were completely exited from the device and returned separately. The distal ends of the suture were examined under the microscope and it was noted that one end was cut, as if with a blade and the other end was frayed. The button of the device was soft upon receipt. No other visual anomalies were noted. The device was disassembled and the gearbox assembly was visually inspected. The gearbox assembly was properly seated on the rails of the lower handle although it was found in the fully proximal position. No turns of the suture were present around the spool. Also, the suture was not found to be tethered to the suture stake. No other visual anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon pulling back the angio-seal evolution to deploy the device, the suture string snapped. Manual pressure was then held. There was no patient injury reported. The patient was in stable condition. The procedure performed was a left heart craterization.